Event description:
It was reported that patient experienced increased pain in right upper extremity, upper back, and mid back. Lead migration and high impedance, up to 10,000, was noted on the right lead. Explanted and replaced the right lead. Surgical revision was done on the device pocket to clean out whatever fluid or debris might be causing the high impedance. Patient recovered without sequelae.

Manufacturer narrative:
(B)(4)